Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic forceps sleeve would not retract which would not allow the forceps to close during surgery. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
The received forceps sample was found in an inner blister without cover foil. It was very bent and it shows some residuals. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found that the forceps is very bent and shows surgery residuals. Due to the condition of the sample the customer's complaint could not be confirmed. The bending does not allow a detailed examination of the root cause. The affected lot is not known therefore, the device history record could not be reviewed, but a 100% final inspection is performed for this product. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device has not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).